Event description:
It was reported that the patient presented to the emergency department due to beeping from the device. Upon device interrogation, it was noted that there was high impedance, undersensing, and episodes of non-sustained ventricular tachycardia (nsvt). It was also noted that the lead integrity alert (lia) was triggered. All device detections and pacing was turned off and the patient was scheduled for a lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that the lead was explanted and replaced. Evaluation summary: a proximal portion was received measuring 49 cm. A distal portion was received measuring 49 cm. The distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The distal conductor of the lead developed a fracture due to flexing while in vivo.